Manufacturer narrative:
Description of event: as reported, during a laser lithotripsy and stone extraction procedure, the basket of an ncircle delta wire tipless stone extractor would not close. The device was tested prior to use without issue. A new basket was used to complete the procedure. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one ncircle delta wire tipless stone extractor in used condition. The basket handle was found to be between the open and closed positions with 6mm of the basket formation protruding from the basket sheath. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing (pett) measured approximately 3 cm in length. The support sheath was noted to be bowed, as was the basket sheath at the distal end of the support sheath. A kink was found in the basket sheath 34 cm from the distal tip of the sheath. Functional testing found the handle actuated the basket formation, but could not completely close the basket. The handle was disassembled. The basket formation could be manually actuated, but found that when closed the basket formation protrudes from the end of the basket sheath by 2 mm. After reassembling the handle the basket formation could be opened and closed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The cause for the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Occupation: equipment and supply specialist. PMA/510k # ¿ exempt. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a laser lithotripsy and stone extraction procedure, the basket of an ncircle delta wire tipless stone extractor would not close. The device was tested prior to use without issue. A new basket was used to complete the procedure. No unintended section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.